Event description:
The patient was given 4 mg of plasminogen activator (t-pa) intra-arterially and the blood flow in the basilar artery was improved. However, a portion of the thrombus migrated distally, occluding the left posterior cerebral artery and after a relatively short time, thrombus could be seen reaccumulating just distal to the stenosis. Following angioplasty, the stent was uneventfully placed across the lesion. However, the proximal end of the stent moved forward "somewhat closer to the stenosis than planned" that resulted in suboptimal stent deployment. A second stent was successfully placed in overlapping fashion to cover the target lesion.

Manufacturer narrative:
The device remains implanted and was not available for analysis. Based on the investigation results and the information provided, there was no indication that the reported event is related to product specification nonconformance. The labeling states: not to try repositioning the stent, but to continue to deploy the stent where it is, and then deploy a second stent at the desired location. Safely deploying a stent, even in an undesired location will minimize vascular injury it is the most possible that procedural factors encountered during the use of the device limiting the performance contributed to the improper stent deployment. Therefore, a probable cause of procedural factors has been assigned to the reported event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The patient was given 4 mg of plasminogen activator (t-pa) intra-arterially and the blood flow in the basilar artery was improved. However, a portion of the thrombus migrated distally, occluding the left posterior cerebral artery and after a relatively short time, thrombus could be seen reaccumulating just distal to the stenosis. Following angioplasty, the stent was uneventfully placed across the lesion. However, the proximal end of the stent moved forward 'somewhat closer to the stenosis than planned' that resulted in suboptimal stent deployment. A second stent was successfully placed in overlapping fashion to cover the target lesion.